Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported via merlin.net transmission that episodes of noise leading to pacing inhibition and slight increase in capture threshold was observed. Patient was asymptomatic. Lead fracture was also noted. Lead was capped and replaced. Patient was fine post-procedure.